Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown. Photograph provided of the guide confirms that the drill pin is lodged in one of the holes and the guide device exhibits repeated signs of use (nicks and gouges). The DHR was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical device: 42587000202 - intramedullary tibial resection cut guide right - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03114.

Event description:
It was reported that during a revision surgery, the trocar pin got stuck in the tibia cut guide. The pin broke when trying to remove it and remained stuck in the guide. There were no consequences or impact to the patient.